Event description:
It was reported that a person using an ilet experienced persistent hyperglycemia for several hours, with the pump displaying high and an insulin on board of 14 units; supplies appeared normal and there were no alerts, and the user changed the infusion site per troubleshooting and later stabilized. Symptoms included hyperglycemia without ketosis. Outcomes included stabilization without hospitalization or medical intervention beyond site change and follow-up. Investigation included customer service troubleshooting and education. Investigation of this case revealed a device alert for high glucose and no identifiable device component malfunction, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.